Manufacturer narrative:
Investigation summary: it was reported some of the syringes were missing the scale marking. To aid in the investigation, one photo and one sample was provided for evaluation by our quality team. The photo shows a syringe with no scale marking. No other defects or imperfections were observed. The sample received is the one visualized in the photo. This defect could occur if there was a jam during the barrel printing process inducing the symptom reported. A device history record review was completed for provided material number: 309653, lot number: 2090588. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ syringe sterile had opaque markings. The following information was provided by the initial reporter: three bd 50ml syringes luer-lok tip (ref: (B)(4) upon opening from intact packaging all had opaque markings on the syringe barrels.